Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 47-year-old male patient for the indication of cardiomyopathy in the setting of elective coronary artery bypass graft surgery (CABG ×4). The patient¿s comorbidities included coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage a. Following transfer from the operating room to the intensive care unit, the patient was noted to have approximately 400 ml of sanguineous drainage from the posterior mediastinal drain over 30 minutes. The patient remained hemodynamically stable with no increased vasopressor requirement. The patient received transfusion of platelets. Based on the drainage output, the surgical team elected to return the patient to the operating room for mediastinal re-exploration. Surgical washout of clots was completed. No bleeding from the impella insertion site was identified during evaluation. The patient was returned to the intensive care unit in stable condition and remained on impella 5.5 support with a purge solution consisting of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. Device performance was maintained at approximately performance level 5 with flows of approximately 3.9 liters per minute, consistent with expected support in the perioperative setting. The reported mediastinal bleeding is consistent with postoperative surgical bleeding following cardiothoracic surgery, which may be influenced by surgical complexity, tissue dissection, and perioperative anticoagulation exposure, rather than device-related factors. No evidence suggests that the impella 5.5 device contributed to the reported bleeding. The patient was successfully weaned from impella 5.5 support and survived to explant. Additional information was received. No other interventions were done. Hemostasis was able to be achieved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.